Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pneumatic module was replaced to resolve the reported issue. No report of patient involvement.

Event description:
Customer states just received unit back from depot and in big red letters it states service required it bottom corner.